Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the video cut out when cable was moved. The blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video cut out when the cable was moved. A delay in the procedure of about five minutes occurred as a back-up glidescope avl video baton 3-4 was obtained. No harm to patient or user was reported.